Event description:
The customer observed error code 5622 unable to process test, ict reference solution cup not filling on the architect c16000 processing module. During inspection of the instrument, the customer noted that the 1 ml syringe connector was loose and required retightening. The instrument was then able to be used as normal. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.